Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp replaced due to low flows from a kink. There was no harm or injury from the interruption.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No product was returned. Data log showed "suction" alarms occurred upon initial pump activation, followed by a rapid decrease in motor current and pump flow to 0; flows eventually restored by the "suction" alarms persisted. After reviewing the clinical information, it was determined that the cause of the low pump flow was most likely a kinked cannula. This report is being filed as part of a retrospective review of historical records.